Event description:
It was reported to sabratek that a pt had coughing (severe) episode which lasted 10 minutes. Upon inspection it was noted that the tubing was completely severed at the point before the cassette cartridge that fits into the sabratek 6060 pump. The pt's broviac line was aspirated. The pt was evaluated at the ER for 2 degree chest pain and a feeling of tightness and wheezing. Symptoms resolved and pt was sent home.